Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and/or required multiple presses to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller on how to press the button effectively, issue persisted. Customer continued to use the pump for insulin delivery.